Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery. Additionally, it was reported that the customer received a power source alert after plugging the pump to charge. A different wall adapter was used to successfully charge the pump. Blood glucose level was not impacted.